Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn:m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 32091536. Product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 586198. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7110442. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7110413. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7119569. Product family: dbs-lead fixation. Upn:m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 31666139. Visual inspection of nm-3138-55, serial numbers (B)(6), revealed that the lead extensions were severed, and the remaining portions were not returned. The damage to the lead extensions is a result of a typical explant procedure. No anomalies were observed aside from this damage. An external visual inspection of the of db-4600c ((B)(6)) did not reveal any anomalies. Visual inspection of lead db-2202-45, serial number 7110413, revealed that the lead was severed approximately 42.5 cm from the distal end. The damage to the lead is a result of a typical explant procedure. No anomalies were observed on the lead aside from this damage. Visual inspection of lead db-2202-45, serial number (B)(6), revealed that the lead was severed approximately 41.5 cm from the distal end. The damage to the lead is a result of a typical explant procedure. No anomalies were observed on the lead aside from this damage. External visual inspection of the db-1216, serial (B)(6), revealed no anomalies.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection, erosion of the lead extension header, and scabbing that was slow to heal over the left burr hole cover (bhc). The physician explanted the dbs system. The patient was administered antibiotics. Additional information was received that the cultures revealed propionibacterium acne and a rare staphylococcus aureus.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation upn:m365db4600c0 model: db-4600c serial: n/a batch: 32091536. Product family: dbs-ipg-r-MRI upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 586198. Product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7110442. Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial:(B)(6). Batch: 7110413. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55. Serial: (B)(6). Batch: 7119569. Product family: dbs-lead fixation upn:m365db4600c0 model: db-4600c serial: n/a batch: 31666139.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection, erosion of the lead extension header, and scabbing that was slow to heal over the left burr hole cover (bhc). The physician explanted the dbs system. The patient was administered antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn:m365db4600c0, model: db-4600c, serial: n/a, batch: 32091536. Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 586198. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7110442. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7110413. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7119569. Product family: dbs-lead fixation, upn:m365db4600c0, model: db-4600c, serial: n/a, batch: 31666139.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection, erosion of the lead extension header, and scabbing that was slow to heal over the left burr hole cover (bhc). The physician explanted the dbs system. The patient was administered antibiotics. Additional information was received that the cultures revealed propionibacterium acne and a rare staphylococcus aureus.